Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead of the same model was successfully placed. No adverse patient effects were reported.